Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2008 whereby a gore® dualmesh® biomaterial device was implanted. It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2010 whereby a gore® dualmesh® plus biomaterial device was implanted. The complaint alleges that on (B)(6) 2010 and (B)(6) 2011, additional procedures occurred whereby the gore devices were explanted. The report states: "[the patient] had a dualmesh with biomaterial implanted on (B)(6) 2008. She developed another hernia at the site of the prior repair, which was associated with significant pain. She required open surgery to correct this on (B)(6) 2010. Upon entry, she was noted to have extensive scarring from the mesh. 'There were significant adhesions between the intestine and the underside of the mesh. This was a significant amount of adhesion, which took us a significant amount of time to do adhesiolysis¿.' Eventually another gore dual mesh was placed over the prior one to repair the hernia noted at the edge of the prior mesh. This mesh also failed and required another open surgery on (B)(6) 2011. She had presented to the ER a couple days earlier complaining of nausea and abdominal pain. A CT scan revealed that the mesh had contracted, allowing the bowel to move above and become trapped. Upon entering her abdomen, it was confirmed that the 'bowel adhered firmly in the inferior wall of the mesh.' Substantial time was required to take down adhesions of bowel from the mesh. There was a 1 inch defect noted between the two gore devices, which was closed with suture. On the right lateral edge, she also required significant additional adhesion removal as this was where the bowel had been allowed to move between the abdominal wall and mesh due to wrinkling. (Both devices are still mostly implanted)." The patient alleges the following product deficiencies: strict products liability, negligence, implied and express warranty, fraud, fraudulent concealment, punitive damages, loss of consortium.

Manufacturer narrative:
Updated health effect updated investigation finding updated investigation conclusions health effect impact code: f26: no health consequences or impact medical device component: g04088: membrane the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 1994, 3191 used for "loss of consortium", "scaring", "mesh also failed", "nausea" "mesh had contracted") were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span february 27, 2008 through december 1, 2011 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial and gore® dualmesh® plus biomaterial devices. Records between february 28, 2008 through march 9, 2010 were not provided. Records prior to february 27, 2008, including records for multiple abdominal surgeries and a kidney transplant were not provided. Patient information: medical history: ¿ unknown dates: end-stage renal disease surgical procedures: unknown date: kidney transplant unknown dates: multiple abdominal surgeries for lymphocele. (B)(6) 2008: repair of large incisional hernia with gore-tex mesh 26 x 36 cm. Repair of her small incisional hernia. Lymphocele drainage. Adhesiolysis to gain access. Implant: gore® dualmesh® biomaterial. (B)(6) 2010: repair of incisional hernia with gore-tex mesh. Extensive adhesiolysis to gain access. Implant: gore dualmesh® plus biomaterial. Implant #1 preoperative complaints: (B)(6) 2008: indication: ¿the patient was entered [sic] with a large incisional hernia involving her midline incision and a recurrent hernia involving her transplant incision. The patient had an abdominal cat scan showing both hernias as well as a lymphocele.¿ implant #1 procedure: repair of large incisional hernia with gore-tex mesh 26 x 36 cm. Repair of her small incisional hernia. Lymphocele drainage. Adhesiolysis to gain access. [Implant: gore® dualmesh® biomaterial, 1dlmc204/05493008, 26cm x 34cm x 2mm, thick, oval] implant #1 date: (B)(6) 2008 wound classification: not provided. Findings: ¿1. A large incisional hernia in the old midline incision. 2. Also an incisional hernia almost 2 inches in diameter involving the lateral aspect of her transplant incision which is a recurrent hernia. 3. A large lymphocele, more than a liter in volume. 4. Significant adhesions.¿ description of hernia being treated: ¿a midline incision was made in the scar of the previous midline incision extending from above the umbilicus down to the pubis. The skin and subcutaneous tissue were opened in line with the incision. The large hernia sac was noted with multiple openings of the fascia like a swiss cheese fascia. This time, these were all connected and the abdomen was entered. There was a significant amount of omentum stuck inside the hernia as well as a significant amount of omentum adhered to the anterior abdominal wall. This was taken sharply to gain access to it. At this time, we discovered a huge lymphocele involving the transplant kidney. That lymphocele, we aspirated a sample for specimen and then we made a small opening and almost more than a liter of fluid was evacuated at this time. We noted that there was a significant amount of adhesions between the omentum and the colon to the wall of the lymphocele. This was taken sharply so we could resect a significant amount of the wall of the lymphocele. At this time, the patient received indigo carmine by anesthesia. Urine became blue and no staining was noted inside the abdomen. Finally, dissection was carried lateral to the kidney, and we discovered the recurrent incisional hernia which was almost 2 inches in diameter, with bowel sticking inside it. This bowel was reduced inside the abdomen and this bowel did appear to be healthy.¿ implant size and fixation: ¿at this time, to repair the incisional hernia, we decided to cut a large piece of gore-tex mesh inside the abdomen. A 26 x 36 piece of mesh was chose [sic] 2 mm in thickness. The smooth surface of the mesh was kept in touch with the omentum inside and the rough surface was to the abdominal wall. The mesh was secured in place using multiple interrupted stitches of #1 surgipro stitches. The mesh was covered with [sic] recurrent incisional hernia and the transplant incision as well as midline large incisional hernia. Finally, the remnant of the hernia sac and the attenuated fascia was closed above the mesh to keep the mesh inside the abdomen. The abdomen was irrigated thoroughly with fluid well aspirated. A second layer was closed including scarpa¿s fascia and the skin was closed using a stapler. A dressing was placed.¿ implant #2/revision #1 preoperative complaints: (B)(6) 2010: indication: ¿the patient has had multiple abdominal surgeries for lymphocele. She also developed a large incisional hernia, which was repaired with a large piece of gore-tex mesh. Now, she developed another hernia, which is left of her umbilicus. The hernia is causing her a lot of pain. Therefore, she was scheduled for surgical repair.¿ implant #2/revision #1 procedure: repair of incisional hernia with gore-tex mesh. Extensive adhesiolysis to gain access. [Implant: gore dualmesh® plus biomaterial, 1dlmcp03/06809444, 10cm x 15cm x 1mm, thick, oval] implant #2/revision #1date: (B)(6) 2010 wound classification: not provided. Findings: not provided. Description of hernia being treated: ¿a midline incision was made in the scar of her previous incision. The patient has extensive scarring. The skin and subcutaneous tissue were opened along this incision. Immediately, a large hernia defect was noted in the left side to the incision. The upper edge of the hernia and the right lateral edge of the hernia is actually the mesh itself. At this time, a small opening was made in the hernia sac to identify the contents. There were significant adhesions between the intestine and the underside of the mesh. This was a significant amount of adhesion, which took us a significant amount of time to do adhesiolysis so we at least evaluate the edge of the mesh. This was done sharply under direct vision, and we took our time so no enterotomy was done. We were very satisfied with the adhesiolysis and were able to evaluate the underlying of the mesh. So, the only defect we found was in the inferior half of the incision. Implant size and fixation: ¿this was felt it could be repaired by putting in a new piece of mesh. Part of the old mesh was debrided so we could have fresh edges and we could have no significant redundancy. A new piece of gore-tex mesh, 10 x 15 cm, was brought in the operating field. The mesh was soaked with antibiotic fluid, then was oriented so the rough surface was facing the abdominal wall. The mesh was placed inside the abdomen. The mesh was secured on the wall. The mesh was placed inside the abdomen. The mesh was secured on the 1 side of the abdomen to the old mesh using running 0 prolene . On the other side, the mesh was secured to the underlying abdominal fascia in a similar fashion. The mesh was completely secured in place with no tension. We were satisfied with the repair at this time. The remnant of fascia was closed above the mesh using multiple interrupted stitches of #1 surgilon. Counts were correct x2. The skin was closed in 2 layers, first with 2-0 dexon to close the scarpa fascia and staples for the skin. A dressing was placed. Abdominal binder was placed.¿ revision #2 preoperative complaints: (B)(6) 2011: indication: ¿the patient has had at least 2 incisional hernia repairs with mesh. One in the midline she stated was so many years ago she was unclear when exactly, and the other one was 2004 in her transplant incision. She presented to the emergency department a couple of days ago complaining of nausea, vomiting and abdominal pain. She had a cat scan that revealed she has a hernia inside the abdomen where the bowel actual had moved the mesh. I told her she has a defect between the 2 meshes and was advised to have it removed. The patient improved with ng suction and n.p.o., however, she continued to have pain. Therefore, she was taken today to the operating room for repair.¿ revision #2 procedure: exploratory laparotomy, lysis of adhesions to gain access, and primary repair of incarcerated hernia, primarily. Revision #2 date: (B)(6) 2011 wound classification: not provided. Findings: not provided. Operative report: dictated by dr. (B)(6) a midline incision was then made in the scar of her previous midline incision. Skin and subcutaneous tissue and the remnant of fascia were opened in line of the incision. The old mesh was encountered covering the midline. The mesh was opened superiorly and we were able, after we opened the mesh, to see underneath the mesh was the bowel adhered firmly in the inferior wall of the mesh. Care was taken to dissect the bowel away from the mesh without causing any bowel injury. We were successful with that, however, it took us a good amount of time to do extensive adhesiolysis so we could gain access and also we could ___. Finally we were able to find the defect which was right to the midline between the 2 meshes where the bowel was adhered firmly inside the hernia sac. This was taken sharply and the bowel were reduced inside the abdomen. The defect was almost 1 inch in diameter and we felt we could repair it primarily by just closing the mesh suture . This was done using running #1 prolene. Again, on the right lower quadrant on the lateral edges of the mesh we noted the bowel had also moved between the abdominal wall and the mesh. Again the bowel was dissected and pushed back inside the abdomen and the defect was closed primarily. At this time the rest of the abdomen was inspected, and there was no more pathology. The abdomen was irrigated thoroughly. All fluid were aspirated. The mesh was then closed again primarily in the midline using running #1 prolene. The remnant of the fascia above the mesh was closed using multiple interrupted stitches of #1 surgilon. Subcutaneous tissue were closed using interrupted stiches using of 4-0 dexon and skin was closed using stapler. Dressing was placed.¿ dictated by dr. (B)(6) a midline incision was created through all layers of abdomen. Performing this maneuver we encountered the old mesh covering the midline and the mesh was opened along the midline. Bowel was adhesed to the underside of the mesh repair and this was carefully dissected with blunt and sharp dissection. This was performed successfully. After extensive adhesiolysis, we were able to identify a fascial defect to the right of midline lying between 2 previous mesh repairs. The small bowel was found to be firmly adherent to the hernia sac. The sac was taken down sharply and the bowel was reduced into the abdomen. The bowel was entirely viable. Once this was performed, the defect was identified and felt to be approximately 1 inch in diameter. This was repaired with running #1 prolene suture. Once this was completed, we noted an additional area lateral to the edge of one of the mesh repairs where the bowel had insinuated itself between the abdominal wall and the mesh. The bowel was carefully dissected away from this area and reduced back into the abdomen. This defect was closed primarily as well. We then irrigated the abdomen thoroughly with antibiotic containing solution. Once this was completed, the bowel, the bowel [sic] was inspected and found to be viable. Therefore, we closed the midline incision by reapprozimating [sic] the mesh at the midline using running #1 prolene. Fascial remnants above the mesh were additionally closed with interrupted #1 surgilon sutures. The wound was then irrigated with antibiotic solution and the subcutaneous tissue was closed with interrupted 4-0 dexon sutures and the skin was closed with staples.¿ ¿dr. R. Was present for the entire procedure as he had done her previous mesh hernia repairs and was familiar with her abdominal anatomy.¿ conclusion: #1 gore® dualmesh® biomaterial, 1dlmc204/05493008 it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision /re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B5: corrected date in event description. B7: added medical history. D4: added lot #, expiration date, di # h4: added device manufacture date h6: updated method/results codes, conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2008, including records for multiple abdominal surgeries, kidney transplant, and cat scan showing ¿hernias¿ and ¿lymphocele¿, were not provided. (B)(6) 2008: operative report. ¿preoperative diagnosis(es): 1. Large incisional hernia involving her midline incision. 2. Recurrent incisional hernia involving her transplant incision. 3. A lymphocele. Postoperative diagnosis(es): 1. Large incisional hernia involving her midline incision. 2. Recurrent incisional hernia involving her transplant incision. 3. A lymphocele. Operation(s): 1. Repair of large incisional hernia with gore-tex mesh 26 x 36 cm. 2. Repair of her small incisional hernia. 3. Lymphocele drainage. 4. Adhesiolysis to gain access.¿ findings: 1. ¿a large incisional hernia in the old midline incision. 2. Also an incisional hernia almost 2 inches in diameter involving the lateral aspect of her transplant incision which is a recurrent hernia. 3. A large lymphocele, more than a liter in volume. 4. Significant adhesions.¿ statement of medical necessity: ¿[patient] is a 61- year-old white female status post kidney transplantation and lymphocele drainage as well as hernia repair. The patient was entered with a large incisional hernia involving her midline incision and a recurrent hernia involving her transplant incision. The patient had an abdominal cat scan showing both hernias as well as a lymphocele. The patient was counseled regarding repair of her hernia, and she understood all risks of the procedure. Procedure: a midline incision was made in the scar of the previous midline incision extending from above the umbilicus down to the pubis. The skin and subcutaneous tissue were opened in line with the incision. The large hernia sac was noted with multiple openings of the fascia like a swiss cheese fascia. This time, these were all connected and the abdomen was entered. There was a significant amount of omentum stuck inside the hernia as well as a significant amount of omentum adhered to the anterior abdominal wall. This was taken sharply to gain access to it. At this time, we discovered a huge lymphocele involving the transplant kidney. That lymphocele, we aspirated a sample for specimen and then we made a small opening and almost more than a liter of fluid was evacuated at this time. We noted that there was a significant amount of adhesions between the omentum and the colon to the wall of the lymphocele. This was taken sharply so we could resect a significant amount of the wall of the lymphocele. At this time, the patient received indigo carmine by anesthesia. Urine became blue and no staining was noted inside the abdomen. Finally, dissection was carried lateral to the kidney, and we discovered the recurrent incisional hernia which was almost 2 inches in diameter, with bowel sticking inside it. This bowel was reduced inside the abdomen and this bowel did appear to be healthy. At this time, to repair the incisional hernia, we decided to cut a large piece of gore-tex mesh inside the abdomen. A 26 x 36 piece of mesh was chose 2 mm in thickness. The smooth surface of the mesh was kept in touch with the omentum inside and the rough surface was to the abdominal wall. The mesh was secured in place using multiple interrupted stitches of #1 surgipro stitches. The mesh was covered with recurrent incisional hernia and the transplant incision as well as midline large incisional hernia. Finally, the remnant of the hernia sac and the attenuated fascia was closed above the mesh to keep the mesh inside the abdomen. The abdomen was irrigated thoroughly with fluid well aspirated. A second layer was closed including scarpa¿s fascia and the skin was closed using a stapler. A dressing was placed.¿. The records confirm a gore dualmesh® biomaterial (1dlmc204/05493008) was implanted during the procedure. (B)(6) 2010: operative report. ¿preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure: 1. Repair of incisional hernia with gore-tex mesh. 2. Extensive adhesiolysis to gain access.¿ statement of medical necessity: ¿[patient] is a 63- year-old white female with end-stage renal disease status post kidney transplantation. The patient has had multiple abdominal surgeries for lymphocele. She also developed a large incisional hernia, which was repaired with a large piece of gore-tex mesh. Now, she developed another hernia, which is left of her umbilicus. The hernia is causing her a lot of pain. Therefore, she was scheduled for surgical repair.¿ procedure: ¿a midline incision was made in the scar of her previous incision. The patient has extensive scarring. The skin and subcutaneous tissue were opened along this incision. Immediately, a large hernia defect was noted in the left side to the incision. The upper edge of the hernia and the right lateral edge of the hernia is actually the mesh itself. At this time, a small opening was made in the hernia sac to identify the contents. There were significant adhesions between the intestine and the underside of the mesh. This was a significant amount of adhesion, which took us a significant amount of time to do adhesiolysis so we at least evaluate the edge of the mesh. This was done sharply under direct vision, and we took our time so no enterotomy was done. We were very satisfied with the adhesiolysis and were able to evaluate the underlying of the mesh. So, the only defect we found was in the inferior half of the incision. This was felt it could be repaired by putting in a new piece of mesh. Part of the old mesh was debrided so we could have fresh edges and we could have no significant redundancy. A new piece of gore-tex mesh, 10 x 15 cm, was brought in the operating field. The mesh was soaked with antibiotic fluid, then was oriented so the rough surface was facing the abdominal wall. The mesh was placed inside the abdomen. The mesh was secured on the wall. The mesh was placed inside the abdomen. The mesh was secured on the 1 side of the abdomen to the old mesh using running 0 prolene. On the other side, the mesh was secured to the underlying abdominal fascia in a similar fashion. The mesh was completely secured in place with no tension. We were satisfied with the repair at this time. The remnant of fascia was closed above the mesh using multiple interrupted stitches of #1 surgilon. Counts were correct x2. The skin was closed in 2 layers, first with 2-0 dexon to close the scarpa fascia and staples for the skin. A dressing was placed.¿. The records confirm a gore dualmesh® plus biomaterial (1dlmcp03/06809444) was implanted during the procedure. There is no mention of mesh explant in the records. (B)(6) 2011: operative report. ¿preoperative diagnosis: ¿incarcerated hernia x 2 and status post multiple hernia repairs with mesh in the past as well as status post kidney transplantation. Postoperative diagnosis: incarcerated hernia x2 and status post multiple hernia repairs with mesh and status post kidney transplantation. Procedures: exploratory laparotomy, lysis of adhesions and primary repair of incarcerated hernia.¿ indications/consent: ¿this patient is a 65-year-old female who underwent kidney transplantation due to end stage renal disease. The patient has had 2 previous hernia repairs with mesh. She presented to the emergency department complaining of nausea, vomiting and abdominal pain. She had a cat scan performed which revealed a hernia between 2 previous mesh repairs. The patient improved with ng decompression and nothing by mouth however, her pain persisted. Therefore, the patient was informed of the risks and benefits of procedure of abdominal exploration, repair of hernia, and she consented for this operation.¿ procedure in detail: ¿midline incision was created through all layers of the abdomen. Performing this maneuver we encountered the old mesh covering the midline and the mesh was opened along the midline. Bowel was adhesed to the underside of the mesh repair and this was carefully dissected with blunt and sharp dissection. This was performed successfully. After extensive adhesiolysis, we were able to identify a fascia defect to the right of midline lying between 2 previous mesh repairs. The small bowel was found to be firmly adherent to the hernia sac. The sac was taken down sharply and the bowel was reduced into the abdomen. The bowel was entirely viable. Once this was performed, the defect was identified and felt to be approximately 1 inch in diameter. This was repaired with running #1 prolene suture. Once this was completed, we noted an additional area lateral to the edge of one of the mesh repairs where the bowel had insinuated itself between the abdominal wall and the mesh. The bowel was carefully dissected away from this area and reduced back into the abdomen. This defect was closed primarily as well. We then irrigated the abdomen thoroughly with antibiotic containing solution. Once this was completed, the bowel was inspected and found to be viable. Therefore, we closed the midline incision by reapproximating the mesh at the midline using running #1 prolene. Fascial remnants above the mesh were additionally closed with interrupted #1 surgilon sutures. The wound was then irrigated with antibiotic solution and the subcutaneous tissue was closed with interrupted 4-0 dexon sutures and the skin was closed with staples.¿. There is no mention of mesh explant in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2010 whereby a gore® dualmesh® plus biomaterial device was implanted.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.